Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant, when a hole was identified in a leaflet.

Manufacturer narrative:
(B) (4): eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event determined to be due to user mishandling. Analysis: upon receipt at medtronic's quality lab, all leaflets were flexible. A large tear in the right cusp from the left right commissure along the lunula appears to have occurred during implant. The non-coronary and left cusps were intact. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Analysis determined that the damage to the valve was due to user mishandling.